Event description:
Complaint# (B)(4).

Manufacturer narrative:
According to the service report the getinge field service technician was onsite and following was performed: the getinge field service technician inspected the device and tested the device with bubble and level interventions running centrifugal pump and cardioplegia pump in recirculating. However, the getinge field service technician unable to replicate the reported fault. He repeated the test multiple times but could observe that the cardioplegia pump is stopping whenever arterial pump stops. Thus the reported failure could not be confirmed. Since the reported failure could not be reproduced and no parts were replaced, the most probable root cause could not be determined. Corrected data: patient code. It is unknown when the failure did happen. It was stated in initial report during patient treatment by mistake. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
In (B)(6) it was stated that the hl20 twin pump configured in cardioplegia mode did not stop when the centrifugal pump (rotaflow) configured in arterial mode was stopped this happened during patient treatment. No known patient harm was stated. Complaint# (B)(4).